Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting pacing impedance measurements greater than 2000 ohms and found to be fractured at the suture-sleeve site. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. Visual inspection confirmed a lead fracture located 197 mm from the terminal pin; most likely due to the suture tie down. Additionally, extensive mechanical damage and electrolytic pitting were detected on both the anode and cathode, but the anode wire did show evidence of fatigue. No other adverse events have been reported. This product issue will be updated if additional information is received.